Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent biomed testing the malfunction was unable to be duplicated.